Manufacturer narrative:
This report is submitted on february 3, 2021.

Event description:
Per the clinic, per the clinic, it was reported that the patient developed skin irritation and an infection at the implant site. The patient was treated with topical ointments (date not reported), however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2020.